Event description:
A 10-cm vascular access graft was implanted to replace an aneurismal section of femoral artery, an unapproved indication for the device. Approximately one month post implant, bleeding developed in the groin area and the patient delayed notifying their physician until the following day. The graft was removed and active staphylococcus infection was confirmed. The source of the bleeding (graft vs. Native tissue which was reportedly in poor condition, could not be determined). The patient died of severe refractory metabolic acidosis two days later. The device was not returned for analysis, however, all shipped devices are certified sterile following exposure to gamma radiation. Infection is listed as a potential adverse event in the instructions for use. The instructions also state that postoperatively, prophylactic measure to prevent infection should be taken. No postoperative regimen of antibiotics was prescribed in this case. Early postoperative infection is not unusual following any vascular procedure, particularly in the groin area.